Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturer's representative (rep) on (B)(6) 2016 indicated that the pump was being replaced on that day. The rep stated that the pump had a motor stall on (B)(6) 2015 and recovered on (B)(6) 2015. The pump was programmed to infumorph 15 mg/ml and bupivacaine 5 mg/ml and minimum rate mode. The pump was last updated on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4)

Event description:
On (B)(6) 2015 a consumer reported hearing a pump alarm on (B)(6) 2015, it was noted that they had been hearing beeps in the neighborhood, but there was construction going on so they did not think anything of it. However, the consumer reported that they could still hear the beeps at night. On (B)(6)2015 the patient experienced withdrawal and did not know where he was due to lack of morphine. The patient was taken to the emergency room (ER) by their wife where a heart doctor used a stethoscope to confirm the pump was alarming. The consumer reported having a heart attack due to lack of medication and the physician told them they were getting conflicting reading from the heart exam. It was also reported that the dual images were because the patient's son was with them and had received tests also. It was reported that the patient is scheduled to have his pump removed. The indication for use was noted to be non-malignant pain and post lumbar laminectomy syndrome. The pump was used to deliver morphine at an unknown dose and concentration. Further follow up was conducted to determine patient outcome and if any troubleshooting was done as a result of the pump alarm. If additional information is reported a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#(B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 the consumer reported that their active pump is still implanted but was shut off due to it malfunctioning. The patient takes oral medication now.

Manufacturer narrative:
Pump analysis results revealed the following gear train anomalies in the pump motor: corrosion/ wear/lubrication and stall due to shaft-bearing.